Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made a mistake/touch contamination. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as patient made a mistake/touch contamination. Treatment information was not provided. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal therapy and did not provide a causality for patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11a03058 and h11f20093 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.